Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in an unspecified artery above the knee. A 3.0x120mm armada 18 balloon ruptured at 6 atmospheres during the first inflation. The procedure was successfully completed with an unspecified abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history and revealed no similar incidents from this lot. The investigation determined that the reported balloon rupture was likely due to case related circumstances. It is likely that the balloon interacted with the lesion calcification causing damage to the outer surface of the balloon material which subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.